Manufacturer narrative:
Product ID 8711 lot# 6989010, implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had moved and it was close to her left hip. The patient was having an MRI done for an unrelated medical condition. The device system was used to deliver baclofen and dilaudid.